Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient called to report that the sensor was not communicating with the pump, and was receiving a lost sensor alarm. Troubleshooting was performed, and the transmitter ID was programmed correctly. The patient removed the sensor, and found that the cannula was missing. Advised that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Inspected two opened/used enlite sensors and performed the bicarbonate buffer test. Both sensors failed per specification due to high readings. Also found canula bent. Unable to confirm the customer received the sensor in such condition as customer returned opened/used devices.